Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had journey ii xr navio knee replacement done in early 2020. The patient called her doctor on friday (B)(6) 2020. The patient is having pain when laying in bed and flexing the operative knee beyond 125deg. Also, reported, pain when sitting in and rising from a low couch at deep flexion. His pain is from the lateral side and continues toward the midline from the lateral side.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.